Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and provided options for this patient. The caller had already adjusted the atrial sensitivity which eliminated the oversensing. No further testing was performed to determine the cause of the out of range measurement. The caller stated that the atrial lead impedance trend is stable over a longer period of time and the plan is to continue to monitor this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements less than 200 ohms on the atrial channel which triggered the lead safety switch (lss). Additionally, noise was oversensed in unipolar mode which resulted in some pacing inhibition. No adverse patient effects were reported.